Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event.